Event description:
It was reported that the ventilator was turning off for a couple of minutes and then turning back on with an audible (reset) alarm while connected to a pt. That event repeated for an hour. No pt harm reported.

Manufacturer narrative:
Na